Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the right ventricular lead. The lead was capped on (B)(6) 2019 and replaced.

Event description:
New information received notes that the lead was oversensing noise. The noise was first observed during a follow up in clinic and that the patient was stable following the procedure.